Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction did not recur after the reset. The customer was informed to continue using the pump and advised to call back if any malfunction code reappears. The caller acknowledged the instructions and agreed to complete the load process independently, with the option to call back for further assistance if needed.